Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were losing the relief they had and they were not feeling any stimulation. Patient mentioned going to the bathroom and it was coming out of them. Patient stated they were supposed to drink 2-3 liters of something a day and as soon as they drink a couple they had to go to the restroom, patient already reported this situation to the healthcare provider (hcp). Agent reviewed therapy information and walked patient through connecting the handset and communicator to the implant. Patient was able to increase the stimulation to a comfortable level. Guided patient to discuss with hcp medical concerns. Patient had a follow-up appointment on (B)(6) 2025. Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms. Additional information was received from the patient. They brought up they don't feel that much difference with the therapy. The patient stated they were still going to the bathroom 10 times a day and they were not sure if they are emptying their bladder completely or not. Agent asked patient if they were getting at least 50% relief of symptoms and patient stated they were not sure. They added they were told to continue taking the medicine the doctor gave them. Reviewed therapy information and general programming guidance. Redirected to healthcare provider (hcp) to further address the issue. The patient's scheduled to follow-up with hcp in (B)(6).